Event description:
During a procedure to implant a 20mm amplatzer septal occluder (aso), pericardial tamponade was reported. Pericardiocentesis was required. The physician did not relate the event to the device. Additional information is not available and is not anticipated.

Manufacturer narrative:
Gtin: unknown as the lot and serial numbers are unknown. A review of the device history record could not be completed because the batch/lot # was not provided. The results of this investigation are inconclusive because the aso was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and based on the information available, the cause of the event could not be determined.